Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact. Performed visual inspection of the pump,nda testing. Unable to determine what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable alarm. Tamper seals were all intact, found fluid ingression on pump by the chassis base of the occlusion sensor. Performed visual inspection of the pump, ran pump with customer returned program nda testing unable to determine what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. No patient involvement reported.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable alarm. Tamper seals were all intact, found fluid ingression on pump by the chassis base of the occlusion sensor. Performed visual inspection of the pump, ran pump with customer returned program nda testing unable to determine what caused the problem. Replaced downstream sensor.